Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 736 mg/dl with vomiting, nausea, rapid breathing, strong/fruity breath odor, diabetic ketoacidosis, and large ketones. The reporter noted the patient was hospitalized and treated with intravenous fluids, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A no-power issue reportedly occurred, beginning (B)(6) 2017. During troubleshooting, it was reported a battery change resolved the issue. A temperature issue was alleged, which reportedly caused burns that the patient received treatment for during the hospitalization. This complaint is being reported because the reported health event was attributed to an alleged pump issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: there was no physical damage or moisture ingress observed. According to the pump's total daily dose and black box histories, the pump was not used for delivery after an occlusion alarm on (B)(6) 2016 at 04:49 am. The complaint regarding power and temperature issues occurred on (B)(6) 2016 and medical treatment was on (B)(6) 2016. The reporter mentioned that the issue was resolved with a battery change. The pump's black box indicated that the pump was powered off after the occlusion alarm on (B)(6) 2016. A power on reset was recorded and the time and date were set to (B)(6) 2017. According to the total daily dose history, the pump was delivering the programmed basal rate until the occlusion occurred on (B)(6) 2016. The pump powered up and delivered a basal program for a minimum of 24 hours with no temperature or power defects duplicated. The pump's electrical current draws were within specifications.